Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) on aviva system 1 compared back to back with a result of 152 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter does not have the strip vial and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (unknown lot number and expiration date). Reference medwatch for the suspect device used in system 2.